Event description:
It was reported that patient presented for scheduled generator change procedure. Prior to procedure, it was noted that left ventricular (lv) lead exhibited loss of sensing and loss of capture. Patient also experienced pocket stimulation. Upon chest x-ray it was observed that the lv lead was dislodged into the pocket due to twiddlers syndrome. The lv lead was explanted and replaced with the new lead. Patient condition was stable.